Manufacturer narrative:
PMA/510k: this report is for an unk: screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent osteosynthesis surgery for the proximal humeral fracture with the nail and two (2) screws. During the surgery, surgeon inserted five (5) screws, out of which two (2) screws interfered with the nail. Surgical procedure was completed successfully and patient outcome reported as stable. No further information available. This report is for one (1) unk - screws: trauma. This is report 2 of 3 for complaint (B)(4).